Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer reset the pump to resolve the issue. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.